Manufacturer narrative:
Analysis of the pump found motor gear train anomalies. There was corrosion and/or wear and/or lubrication and a stall due to the shaft/bearing.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient who was being treated with gablofen baclofen 2000 mcg/ml (1146.6 mcg/day; flex dosing with basal rate of 23.7mcg/hr)in an implantable intrathecal pump for intractable spasticity and multiple sclerosis. The brand and baclofen lot number was unknown. The patient's medical history included a spinal cord injury. Upon initial interrogation of the pump log on (B)(6) 2015, a motor stall was seen at 13:11 hours with a motor stall recovery at 21:36 hours (a previous motor stall was noted in the interrogation logs with no allegation on (B)(6) 2015 at 09:39 hours with motor stall recovery at 10:10 hours). The pump was also alarming. A second motor stall occurred on (B)(6) 2015 at 06:44 hours with motor stall recovery at 12:33 hours. A third motor stall was also recorded the same day at 20:39 hours with motor stall recovery on (B)(6)2015 at 08:12 hours. The patient denied any recent MRI or no new environmental exposure. The patient's blood pressure was high for the patient at 160/110. The patient had oral (po) baclofen (20mg, 3 times a day as needed; updated to 4 times a day when the issue began) to take for symptoms. The hcp did not have other relevant medical history to share. The cause of the motor stalls were not determined. The pump was replaced on (B)(6) 2015 with elective catheter replacement as well. The catheter was patent, but the physician wanted to upgrade to the latest model. The issue was considered resolved as of (B)(6) 2015. The patient's status at the time of the event was stated to be alive with no injury. The pump was returned to the manufacture for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.